Event description:
In 2008, the patient reported that she is experiencing issues with insulin absorption. She stated that she must change her infusion site every day and the sites are painful and occasionally blood backs up into the infusion tubing. She stated that her blood glucose elevates to 350-400 if the infusion site is left in place for longer than 1 day. Her blood glucose decreases after the infusion site is changed and she boluses. She stated that her "readings are always going up and down" and she is "very brittle." She stated that she has spoken with her physician but "has never has luck with doctors, especially her endocrinologist." She also experiences low blood glucose. This morning her blood glucose measured 70 mg/dl. Her normal blood glucose range is 70-350 mg/dl. The patient only uses her lower abdomen as an infusion site and she switches from side to side. She stated that she re-uses headsets. She was advised against re-using product. She stated that she has tried using her thighs and buttocks as infusion sites, but has not had any success. She stated that the thigh and buttocks are more painful and she experiences more bleeding or pulls the site out while in use. She stated that she has tried using an adhesive dressing by placing it over the infusion site. She was educated on the "sandwich" method and was advised to also place the adhesive dressing below the infusion site. The patient was visited by a trainer on the day before and was educated on proper infusion site rotation and alternative infusion sites. Upon follow up with the patient on the following month, she stated that the alternative infusion site placement is not helping and the infusion sites continue to be painful. Her physician advised her to change the infusion sites every 24 hours. Sample infusion sites were sent to the patient. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.